Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented at the clinic after receiving a vibratory alert due to post-paced t-wave oversensing. Programming changes were made and further testing was recommended.

Manufacturer narrative:
(B)(6).